Manufacturer narrative:
Please note the correction to d9. The reported event could be confirmed based on the provided picture. The plate is fractured at the level of two holes, resulting in a missing portion at its edge. Multiple deep marks are present adjacent to the nearby holes. These marks are not consistent with use of a plate bender; their depth and intensity suggest the use of an instrument such as forceps (most likely to bend the plate) which is not an intended or appropriate tool. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a user-related issue. The event was caused by inadequate bending of the plate intra-operatively. In this relation, the instructions for use clearly state the following: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker instruments and in accordance with the specified procedures". If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that an axsos plate broke during surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that an axsos plate broke during surgery.